Manufacturer narrative:
The lot number for the device was not provided. Therefore, a device history record review cannot be performed. The device has been returned for evaluation. The investigation of the reported event is currently underway. The event was originally classified as a malfunction MDR via voluntary malfunction summary reporting on 1/15/2019; however, on 2/4/2019 information provided by the customer changed the event to be classified as a serious injury MDR.

Event description:
It was reported that approximately two years and eight months post port placement via right internal jugular vein during a removal procedure, the catheter was allegedly broken into two segments. It was further reported that the catheter and port were removed. Reportedly, the distal segment did migrate into the atrium and was removed using a snare. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport MRI isp with 8fr groshong catheter was returned for evaluation. Visual inspection identified a complete circumferential break at the 15cm depth marker with one longitudinal split extending distally from the distal side of the break. The complete circumferential break was characterized by the longitudinal split, and a portion of smoothing. Therefore, the investigation is confirmed for the alleged complete break with embolism. Based upon the smoothing located on the split the most likely root cause is flexural fatigue, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately two years and eight months post port placement via right internal jugular vein during a removal procedure, the catheter was allegedly broken into two segments. It was further reported that the catheter and port were removed. Reportedly, the distal segment did migrate into the atrium and was removed using a snare. There was no reported patient injury.